Event description:
It was reported to philips that the system's x-ray tube anode had a problem, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the tube anode problem. Upon checking with customer, quote for evaluation and repair service was sent to customer. Customer did not accept the quote and was cancelled. No service has been performed by philips. To date, no further information was received.